Event description:
A repair request was sent reported with an issue of "scratches on lens" found during an unknown event. No harm was reported. No patient harm, no user injury reported. Device evaluation found the device nozzle was clogged with foreign matter. This report is being submitted for clogged nozzle with foreign matter (insufficient cleaning (handling problems).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the objective lens has a crack. Light guide (lg ) lens has a crack. Service noted that due to a crack on objective lens, the image has dark area partially. Due to this findings, the reported issue of "scratches on lens" could be confirmed. Furthermore, device evaluation found , the device nozzle was clogged with foreign matter (insufficient cleaning (handling problems) were noted. Additionally, the following defects were identified during device inspection: the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The angle wires become stretched. Due to wear of angle wire, the play of u/d knob is out of the standard value. Adhesive on a-rubber has a crack. Adhesive on a-rubber has white-clouded area. Sw1 has a scratch. Adhesive around objective lens peeled. Adhesives around objective lens has white-clouded area. Adhesives around lg lens has white-clouded area. Part of the insertion tube is caught and pinched-the insertion tube becomes deformed (handling issue). Connecting tube has a buckling. Connecting tube has a scratch. Connecting tube has a wrinkle. The facility's cds and reprocessing information provided the following information including "survey results regarding foreign matter:" facility staff was able to clean, disinfect, and sterilize the product before requesting repair. Staff cannot tell when the foreign matter adhere on the device. The possibility that the endoscope was used in a case with a foreign object attached to it? Facility staff noted ¿unknown." No time lag between the end of clinical use and the start of pre-washing. Supply water and air to the air/water nozzle? Yes. No problems with the accessories used for reprocessing, stated "normal". Submerging the endoscope in cleaning solution done properly- no response device manual cleaning - wiped/brushed the air/water nozzles with gauze, brush/ sponge and sent liquid to the air/water nozzle? No response. Concerns about reprocessing? Nothing particular. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign matter in the nozzle was checked and unable to be identified. The nozzle was not deformed and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.